Event description:
Per the clinic, the patient experienced a performance decrement. It was determined that the electrode array had partially extruded from the cochlea, resulting in a loss of benefit. Explant and reimplantation is planned but has not taken place at the time of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).